Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d4, g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, damage to the power cord receptacle likely occurred due to applied impact or deterioration.

Manufacturer narrative:
The leakage tester unit was returned to the service center and the reported power receptacle on the back broken was confirmed as the ac inlet was found broken and the main switch was cracked and missing the plastic cover. Additionally, a suction cup was observed missing. A review of the unit's history indicates the unit was purchased on (B)(6)2018 with no previous repair records. The unit was repaired and returned to the customer. The root cause of the reported event cannot be determined at this time as the investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the maintenance (leakage tester) unit works but the power receptacle on the back was broke/pushed in and is unsafe to use. There was no patient or user injury reported.